Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
On 2/10/2017 - pfs and medical records received. After review of the medical records for MDR reportability, alleges sharp pain and discomfort in right hip to knee, grabbing, trouble walking (requires cane), and difficulty doing everyday things. Constantly feels like could fall and falls often, instability. Revising surgeon indicated right hip revision for recurrent dislocation. Surgeon noted in operative note the presence of metallosis, and a loose acetabular construct. Femoral implant was well fixed. Surgeon indicated that the taper "had some minor damage", and there "was scratching on the femoral neck". The remaining products involved in the event were competitor products. Based on review of the operative note and revision implant record, the revising surgeon used a competitor femoral head on the existing depuy femoral component, a non-recommended off label usage. No prod/lot information available for depuy products.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. Medical records were reviewed. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.